Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 02, 2024.